Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, there was a battery life issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2016 with the following findings: the pump's black box data from the date of the complaint had been overwritten due to continued use of the pump. The current black box data showed no evidence of short battery life. The battery compartment was found to be cracked. The pump's current draws were within specifications. The display screen was dim and discolored.